Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the bending rubber leakage. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the operation channel buckled, the light guide cable buckled, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Operation channel buckled several times at segment area. This event occurred at the time of during inspection. There was no report of patient harm.